Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) was recorded as high, and customer delivered a bolus via the pump to address bg. The customer reverted to an alternate method of insulin therapy.